Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the ok and up arrow buttons were intermittently responding. The reporter stated that the patient had to press harder to get the buttons to respond. The reporter confirmed that there was no known damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned the pump with a cloth and water. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. The ok button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of contamination found under the ok contact button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.